Event description:
Additional information received reported that the patient was "in the emergency room with her pocket eroded to the point where the battery was visible through the opening". The manufacturing representative stated that the patient was admitted to the hospital and the internal neurostimulator (ins) and extensions were removed. It was noted that the extensions were located on the "outside of the skull flap" and the paddle leads were located on the motor cortex. It was further noted that "they were cut distal to the actual connections so that the leads would remain intact and not exposed to bodily fluids". The patient also had the pocket on the right subclavicular location of the body and the extensions ran along the right side of the head and neck. The manufacturing representative noted that wound cultures were taken from both locations. The patient's husband claimed "he was told both sites looked very clean". The patient was given IV antibiotics and oral antibiotics. The manufacturing representative stated that there had been no discussions with the physicians as to when the system would be reconnected and a new ins would be implanted in the new pocket area. It was noted that "prior to the event and the depleted device, the patient stated she was receiving good relief from the therapy".

Manufacturer narrative:
Product ID: 748951, lot#: serial#: (B)(4), implanted: 2005 (B)(6), explanted: product type: extension, product ID: 748951, lot#: serial#: (B)(4), implanted: 2005 (B)(6), explanted: product type: extension, product ID: 7435, lot#: serial#: (B)(4), implanted: 2005 (B)(6), explanted: product type: programmer, patient product ID: 3587a, lot#: n0039776, serial#: implanted: 2005 (B)(6), explanted: product type: lead, product ID: 3587a, lot#: n0038951, serial#: implanted: 2005 (B)(6), explanted: product type: lead. (B)(4).

Event description:
It was reported on (B)(6) 2012 that the patient's implantable neurostimulator (ins) indicated an end-of-life (eol) message and needed to be replaced. The patient's device "wasn't working as well" and had been that way "for about a year." This occurred at the same time that a power-on-reset (por) event happened and the patient's ins had not operated as it should have since then. It was reported that 30-60% of the ins's battery was used. The ins was "sometime on" and in a por condition. The first occurrence of a por was approximately 18 months previous. When testing the device, the manufacturer representative noted a second por in addition to the eol indication. The eol "seemed normal" because the ins had "been [in] much longer than previous." It was noted that the patient believed that she was not getting the same therapy benefit following the first por. It was noted that the physician reprogrammed the patient in (B)(6) 2012 following the first por because "things got all turned around." A change in therapy was noted in (B)(6) 2012; the patient programmer (pp) battery status flashed. No emi events (by MRI, CT scan, etc) were reported. Because the battery's status was at eol, an impedance test was not able to be performed; programmed parameters were not obtainable. Additional information received on (B)(6) 2012 reported that the patient's ins had reverted back to factory settings. The patient's physician did not have her original programming parameters. An impedance test was not obtained without knowing the original parameters due to risk of patient seizure. It was planned that patient was to make an appointment with her physician that was following her motor cortex stimulation. The patient was getting good pain relief prior to the battery's por indication. The patient was "in a holding pattern" until her physician checked her lead to determine the decision to proceed in explanting her stimulation system. The patient's relevant ins had lasted longer than her previous two ins's. Programming parameters were still not available. Additional information received on (B)(6) 2012 reported that the patient's ins needed to be replaced due to normal battery depletion. The ins was removed and was to be relocated at an unknown future date (the following day was possible); the extensions were also cut. Pocket erosion was noted by the physician one week prior to the ins's explant. At the time of the report, the patient was waiting for a new ins implantation procedure. Additional information has been requested, but was not available as of the date of this report.